Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification) anxiety-product-procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side 'rupture' of saline device and exchange from textured to smooth. Device has been explanted and replaced .

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side 'rupture' of saline device and exchange from textured to smooth. Device has been explanted and replaced .